Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen, concentration not reported, at 11mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The healthcare provider reported that a motor stall was seen at initial interrogation. The patient did recently have an MRI. The motor stall occurred at motor stall occurred at 9:44. The patient exited the MRI around 10:30 the day of the report. It was now 12:55 there and the motor stall has not recovered. It was discussed with the healthcare provider they should continue to check the pump every 15-20 minutes until a motor stall recovery is logged. No patient symptoms reported. The lot number, concentration of the baclofen being delivered, the other medications the patient was taking at the time of the report, the patient's pertinent medical history, if the patient developed any symptoms related to the motor stall, troubleshooting performed related to the motor stall and actions/interventions related to the motor stall not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.